Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further review, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement fell significantly but not enough to be within specifications. The high sleep current measurement appears to be due to both pcba1 and pcba2. (B)(4).

Event description:
Information received by medtronic indicated that battery did not lasts more than 1 week. Customer was check alarm history and they find replace battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.